Event description:
It was reported that the patient underwent the surgery with the modul'lcs (t11-12). During a follow-up visit the surgeon found through the x-ray that the end plate was broken. Therefore, the surgeon performed revision surgery. The surgeon requested the investigation of the fracture surface of the end plate.

Manufacturer narrative:
Method: device history review; complaint history review; results: this event occurred post-op and required a revision surgery after having the cage implanted for more than 2 years. This product was manufactured in 2007 and was in the field for over 7 years and as with any product, wear and tear is expected. Therefore, we can conclusively determine that the most probable cause of this event was due to material wear over time. Conclusion: the modul'ics high thoracic-endplate was confirmed to be fractured upon visual inspection. The manufacturing records were reviewed and did not reveal any discrepancies throughout the manufacturing and inspection process.

Event description:
It was reported that the patient underwent the surgery with the modul'lcs (t11-12). During a follow-up visit the surgeon found through the x-ray that the end plate was broken. Therefore the surgeon performed revision surgery. The surgeon requested the investigation of the fracture surface of the end plate.